Manufacturer narrative:
(B)(4).

Event description:
It was reported device interrogation revealed the fastpath summary could not display the high voltage lead impedance. Several interrogation attempts prompted a message that the impedance could not be measured. After multiple changes to the test settings, the impedance measured within normal range. It was noted the impedance trend was not plotted for five days. A possible cause of the missing trends was from a magnetic field. It was recommended to remove any magnet source and turning the magnet mode off and on. No further information is available.